Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display was blank. The device was used for the procedure. Control of the pumps remained available through the central control monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.